Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a gradual increase in the shock impedance into high, out of range (oor) values. A delivered shock registered a normal shock impedance, but the daily measurements keep showing oor values. A commanded shock, defibrillation threshold (dft) test was suggested to test ability to charge and deliver without an open circuit fault. The patient underwent the dft procedure. The device converted ventricular fibrillation, despite the high shock impedance. So, no further action was taken. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a gradual increase in the shock impedance into high, out of range (oor) values. A delivered shock registered a normal shock impedance, but the daily measurements keep showing oor values. A commanded shock was suggested to test ability to charge and deliver without an open circuit fault. The rv lead remains in service. No adverse patient effects were reported.